Manufacturer narrative:
Investigation summary: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a social media complaint about the false-positive result with the binax now covid-19 antigen self test otc posted on (B)(6). The customer posted the following on (B)(6). He stated that "he got a false positive and lost a day of work and school because of his result." Although requested, no additional patient information, including treatment and outcome, was provided.